Manufacturer narrative:
Customer returned meter serial number xc0677-2810. Returned meter performed in accordance with manufacturer's instructions for use. There is no information at this time that reasonably suggests a product malfunction. The customer's complaint of high readings could not be substantiated with the information provided and the investigations performed.

Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 12.3 mmoi/l compared to a laboratory reading of 5.3 mmoi/l. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.